Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, review of stored device memory noted ventricular tachycardia (vt) events that didn't appear to be noise, but were suspected to be loss of capture (loc). Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the vt was due to noise, oversensing as well as some loc. A chest x-ray was ordered, however, no additional information has been able to be obtained from the physician at this time. No interventions, reprogramming or invasive, have been undertaken at this time.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.